Event description:
It was reported that during pre-use testing, a balloon leak was observed. The device was not used on the patient. No patient injury was reported.

Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It is possible that the balloon was damaged during final packaging or while the user removed the device from its package prior to use. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.